Manufacturer narrative:
As reported, following a case using the bard/davol hydrosurg irrigator a fluid leak was noted. The subject product was returned for evaluation. Visual evaluation of the sample finds corrosion on the batteries. Fluid passed beyond the lip seal of the motor mount and down the sides of the motor to the pc board and battery compartment. Cracks and rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, the bard/davol hydrosurg plus irrigation was used during a procedure on (B)(6) 2021. It is reported that after the procedure was completed when the or staff removed the device from the IV pole they noted brown fluid had leaked from the device. There was no performance issue and the device functioned as intended. There was no reported patient injury/harm.